Manufacturer narrative:
No further discrepant results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs stat on a cobas 8000 e 602 module. The initial result was 142.2 ng/l. This result was reported outside of the laboratory. A new sample was obtained and the result was 8.04 ng/l. This sample was repeated with a result of 8.55 ng/l. The original sample was repeated with a result of 8.24 ng/l. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 381539. The expiration date was not provided.